Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed occlusion during delivery in the pediatric department. The patient was connected during this event and experienced severe fluid swelling. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of alarming occlusion was not reproduced. The evaluator found the pump to function as intended without occurrence of a false upstream or downstream occlusion. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" During the last days of customer use, however an event occurrence date and identifying event parameters were not provided. The event in question is unknown. The reported condition was verified. The cause of the condition was determined to be the downstream sensor was found out of calibration. The force sensor requires calibration to address this issue. The user facility reported that the pump "allowed severe fluid swelling." However, this condition cannot be caused by the pump and cannot be replicated during evaluation. Per the medical assessment "infiltration or extravasation may be caused by mechanical means, such as the needle puncturing the vein wall or the needle dislodging from the implanted port, obstructed blood flow, obstructed fluid flow, or an inflammatory reaction (e.g., chemical irritation from medications), however, infusion pumps cannot cause infiltration or extravasation." Additionally, the spectrum iq operator's manual lists the following caution: "the spectrum iq infusion system is not intended to replace clinician patient observation. The pump was not designed nor is it intended to detect infiltrations or extravasations." No pump correction is required in relation to the reported problem of "allowed severe fluid swelling." . Should additional relevant information become available, a supplemental report will be submitted.